Event description:
It was reported that during a knee revision surgery that four recip blades subject to this report broke while using a stryker hand-piece. The exact part number of the blade is unknown to date. Numerous attempts have been made to retrieve this information, but the account has not provided any such information to date. No patient injury or intervention was reported.

Manufacturer narrative:
Devices not available for evaluation.